Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to perform femoral endarterectomy surgery for a calcified iliac artery to superficial femoral artery (sfa) and popliteal artery with mild tortuosity and heavy calcification. A non-abbott stiff wire was advanced but could not cross and the decision was made to retrograde puncture the posterior tibial using the non-abbott stiff wire. The distal calcified sfa chronic total occlusion was crossed using a snare device and a 6.0x120 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was then advanced without resistance. The balloon was inflated to dilate the vessel at nominal pressure. However; when removing the armada 35 pta catheter the tip separated in the vessel. The wire and the armada 35 pta catheter were removed as a single unit with the separated tip out from the femoral endarterectomy site without any intervention. There was no patient effect and no reported clinically significant delay in the procedure. No additional information was provided.